Event description:
Boston scientific received information that this right ventricular (rv) lead had rising threshold measurements after implant procedure. The health care professional (hcp) stated that this rv lead could have micro dislodgement or bad tissue interface. The hcp confirmed the patient was not pacer dependent and will still discuss with the physician regarding possible lead revision. All attempts to obtain additional information were unsuccessful. Rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.